Event description:
It was reported that pump displayed malfunction alarm after customer had undergone CT scan while wearing pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if issue happened again.